Event description:
Leica microsystems received a complaint from (B)(6) hosp regarding sub-optimal tissue processing involving 150 cassettes derived from two (2) protocols. Info obtained by a leica field support specialist who attended the lab on (B)(4) 2012, suggests that the sub-optimal processing reported by the complainant is related to a use error involving failure to complete the manual reagent replacement process in accordance with the MFR instructions. On 6/1/2011, leica microsystems received info that all tissue exhibiting sub-optimal processing was diagnosable. Investigation of this complaint by leica microsystems is continuing.